Event description:
Twist drill bit broke during cranial procedure. Surgeon was drilling screw holes for cranial plate when the tip of the burr was noted to be missing. The broken portion was embedded in the pt's skull, and could not be removed without add'l drilling. O.r. Staff inquired through sales representative regarding acceptability of leaving the tool in the pt. It was communicated that this is a medical decision made by the physician, but co does not recommend leaving any product in a pt. The physician chose not to remove the tool fragment. An internal incident report was filed at the hosp due to this event.